Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low impedance measurement on a remote check along with atrial lead noise causing inhibition of pacing was observed. The patient was brought into the clinic, and isometrics were performed, which noise was reproduced. The patient was asymptomatic. The physician decided to not pursue replacing the lead at this time but monitor remotely.